Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella pump was placed and started, then the device moved back across the aortic valve. The doctor attempted to reposition the device, but the catheter kinked and they were unable to reposition. The pump was explanted to address the issue and a second pump was placed successfully. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported product damage has been completed. The impella device was not returned for evaluation. The data logs were not relevant for this issue. However, clinical details state that shortly after beginning impella cp support, the physician accidentally pulled the pump back across the aortic valve. In an attempt to reposition the pump the cannula was also kinked. The decision was then made to explant the pump and replace it with another impella device. The most likely cause of the product issue was due to a positioning issue, which was use related.